Manufacturer narrative:
The device will not be returned. (B)(4). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported that during implant of an abdominal endoprosthesis, the 14 fr performer introducer continued to leak the patient's blood while being used to perform femoral surgical access to introduce the endoprosthesis. The procedure was able to be successfully completed; the patient did not require any additional procedures/ intervention due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. During the case, the introducer's hydrophilic coating was activated with physiological solution. No other devices were being utilized through the introducer as it was used only to perform the seldinger technique and maintain patency of the femoral artery while the surgeons worked on the contralateral side of the patient's leg. It was noted that the anatomy of the patient's iliac artery was good - no reported calcification/ tortuosity. A cook medical zenith alpha abdominal endovascular graft was additionally used during this case (refer to medwatch 1820334-2018-00573). The leak from the introducer was unable to be stopped; the same issue was noted to have been encountered with several other introducers (12 fr introducer specified - current report). Additional information regarding event details and patient outcome for the other introducers (including specified 12 fr) has been requested, but is not available at this time.

Manufacturer narrative:
Investigation ¿ evaluation: a review of the complaint history and quality control was conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed; however, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. The lot number of the device is not known; accordingly, a review of the device history record could not be conducted. Based on the information provided, no product returned and the results of our investigation, a definitive root cause could not be determined. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.